Event description:
During an-clinic follow-up, it was not possible to interrogate the device via bluetooth (ble). Technical services was contacted and provided instructions for resetting the ble settings for the device. The device was then reset successfully and resolved the event. The patient is stable with no consequences.